Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse reseated the hard disk and reloaded the complete system software and performed all required configurations. After reseating the hard disk and reloading the system software, the system was returned to good working order. The codes were updated based on the investigation outcome.